Event description:
It was reported that the device could not be interrogated. Hence, the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to a low battery voltage. The device was interrogated and found to be in hwvvi mode, as a result of a power on reset. Communication was re-established with a new battery installed. Temperature and humidity testing were performed; no sources of high current were observed in the hybrid subassembly. The original battery was analyzed at vendor. The cause of the premature battery depletion could not be conclusively determined.